Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating resulting in pump shutting down. It was reported that the customer experienced an elevated blood glucose (bg) level. Bg value not provided. Cause was due to pump shutdown inttereupted therapy. A correction bolus was delivered to address bg. The customer continued to use the pump for insulin therapy.